Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the physician did a skin allergy test and determined the patient was not allergic to the starclose device. The physician believed the patient had pain after the procedure potentially related to the starclose interacting with nerves around the common femoral artery. The pain has since subsided and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an puncture closure of an unspecified vessel was achieved using a starclose se device after an unspecified procedure. Reportedly, after hemostasis was successfully achieved, the patient experienced an allergic reaction, irritation. There was no reported clinically significant delay in the entire procedure. No additional information was provided.